Event description:
It was reported that the high voltage lead impedance was greated than 200 ohms, the high voltage lead to coil impedance was 4800 ohms, and the ring to coil impedance was 6200 ohms. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: tca005107v the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. That data confirmed the reported high resistance/impedance